Manufacturer narrative:
Submit date: 01/26/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with a syringe. The customer states the needle hub was cracked causing leakage. When the health care practitioner was pushing the plunger, the product was leaking via needle treads (cavity 30a). Patient was involved.